Event description:
Related manufacturer reference number: 2017865-2022-01625. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed. In addition, the patient had also presented in-clinic, and interrogation of the right atrial (ra) lead revealed high capture thresholds and diminished p-wave sensing. The ra lead was capped on (B)(6) 2022, along with the prophylactic generator explant occurring on (B)(6) 2022 as well. The patient was discharged without any adverse consequences reported.